Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot # 1gpeg06a for evaluation. The returned meter was tested with the returned test strips and in-house contour next control solution, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes she obtained blood glucose readings of 160 mg/dl, 60 mg/dl and 37 mg/dl with the contour xt meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot # 1gpeg06a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.